Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-14821- device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that five infusion set tubing was leaking from the top of the cannula due to which hyperglycemia occurs within 15 minutes of use. High blood glucose level was 323 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.